Event description:
Device 2 of 2. Reference MFR. Report #: 1627487-2012-05656. The pt has two leads (from the same lot). It was reported the pt has not used her scs system in 2 years. It was also reported the pt can no longer receive stimulation. Reprogramming attempts were unsuccessful. The pt may undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.